Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of six devices. The visual inspection and functional evaluation of the sample had acceptable results. A bend moment test was performed on the undamaged needles, and the results exceeded the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open bypass operation, while suturing the anastomosis at the patch, the needle was broken in the middle. They were using a continuous sewing technique. The surgeon used another suture to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open bypass operation, while suturing the anastomosis at the patch, the needle was broken in the middle. They were using a continuous sewing technique. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.